Manufacturer narrative:
The product will not be returned by the facility. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the probable cause of the vessel trauma was related to the user technique when recaptured and repositioned, with an exacerbating factor of a fragile patient anatomy. However without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Additional information was received that a balloon aortic valvuloplasty (bav) was performed during the implant procedure, but did not contribute to the annular rupture. The physician reported that either the pigtail or the delivery catheter system (dcs) had a bend, which may have contributed to the rupture.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, difficulties with positioning due to patient anatomy were reported. The valve was re-positioned three times and was unable to be implanted. Per the physician, the patient had an extended and more fragile aorta as well as difficult anatomy that contributed to the positioning difficulties. The patient expired during the procedure. In the physician's opinion the positioning difficulty with the dcs caused or contributed to annular rupture that expanded to the ascending aorta. It was reported that the valve and the delivery catheter system (dcs) functioned as intended. An autopsy was not performed therefore the exact cause of death could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.